Event description:
--

Event description:
Boston scientific received information that this right ventricular (rv) lead displayed out of range impedance measurements greater than 2000 ohms and noise. Two inappropriate shocks delivered resulting from the noise. The patient has a non boston scientific device. A lead revision was to occur because of evidence of a fracture found. A request for lead status was sent. There were no adverse patient effects reported.

Manufacturer narrative:
--

Manufacturer narrative:
According to our records this lead remains implanted at this time. This report be updated if additional information is received.